Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. Patient information was not provided for reporting. Date of event is unknown. This report is for one (1) unknown screw. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown screw. PMA/510(k) number is not available. (B)(4) - used to capture additional medical/surgical intervention required. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient underwent initial surgery on (B)(6) 2018. On feb 23, 2018, the patient was followed up with x-rays and everything looked fine. During the next follow up on an unknown date, the patient complained of pain and the x-ray showed the broken screw. Patient underwent revision surgery on (B)(6) 2018. Patient and surgery outcome were not reported. This report is for one (1) unknown screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device evaluated by MFR, device manufacture date: device history records review was completed for part#: 02.211.020s, lot#: l488438. Manufacturing location: selzach, release to warehouse date: jul 13, 2017, expiry date: jul 01, 2027. Non- sterile part#: 02.211.020, lot#: h383739. Manufacturing location: monument, manufacturing date: jun 12, 2017. Inspection sheet - mill shaft thread/head thread/flute final inspection meets inspection acceptance criteria. Components parts reviewed: raw material part: 11221, lot: h305611. Raw material received from supplier zapp USA inc. Certificate of test for stainless steel received from zapp meet specification. Raw material receiving/putaway checklist meet specification. No non- conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device history records review was completed for part#: 02.211.036s, lot#: l462585. Manufacturing location: selzach, release to warehouse date: jun 22, 2017, expiry date: jun 01, 2027. Non- sterile part#: 02.211.036, lot#: h355968. Manufacturing location: monument, manufacturing date: may 02, 2017. Inspection sheet - mill shaft thread/head thread/flute final inspection meets inspection acceptance criteria. Components parts reviewed: raw material part: 11221, lot: h292271. Raw material received from supplier zapp USA inc. Certificate of test for stainless steel received from zapp meet specification. Raw material receiving/putaway checklist meet specification. No non- conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device history records review was completed for part#: 02.211.024s, lot#: l465701. Manufacturing location: selzach, release to warehouse date: jun 28, 2017, expiry date: jun 01, 2027. Non- sterile part#: 02.211.024, lot#: h379285. Manufacturing location: monument, manufacturing date: jun 02, 2017. Inspection sheet - mill shaft thread/head thread/flute final inspection meets inspection acceptance criteria. Components parts reviewed: raw material part 11221, lot: h305611. Raw material received from supplier zapp USA inc. Certificate of test for stainless steel received from zapp meet specification. Raw material receiving/putaway checklist meet specification. No non- conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device history records review was completed for part#: 02.211.026s, lot#: l478227. Manufacturing location: selzach, release to warehouse date: jul 05, 2017, expiry date: jun 01, 2027. Non- sterile part#: 02.211.026, lot#: h376061. Manufacturing location: monument, manufacturing date: may 30, 2017. Inspection sheet - mill shaft thread/head thread/flute final inspection meets inspection acceptance criteria. Components parts reviewed: raw material part: 11221, lot: h305611. Raw material received from supplier zapp USA inc. Certificate of test for stainless steel received from zapp meet specification. Raw material receiving/putaway checklist meet specification. No non- conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device history records review was completed for part#: 02.211.024s, lot#: l639088. Manufacturing location: selzach, release to warehouse date: nov 02, 2017, expiry date: oct 01, 2027. Non- sterile part#: 02.211.024, lot#: h464550. Manufacturing location: monument, manufacturing date: oct 02, 2017. Inspection sheet - mill shaft thread/head thread/flute final inspection meets inspection acceptance criteria. Components parts reviewed: raw material part: 11221, lot: h379975. Raw material received from supplier zapp USA inc. Certificate of test for stainless steel received from zapp meet specification. Raw material receiving/putaway checklist meet specification. No non- conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Complaint is confirmed as the broken screw is visible on one of the received x-rays. The manufacturing documents of the potentially affected screws were reviewed and no complaint related issues were found. Corrected data: initial reporter name and address, initial reporter health professional, initial reporter occupation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It is unknown which screw broke and which screws are concomitant. Part/lot numbers provided: 4.0mm cannulated screw short thread/28mm ¿ sterile (part 207.628s, lot l376084, quantity 2), 510k: k963192; 4.0mm cannulated screw short thread/24mm ¿ sterile (part 207.624s, lot l408026), 510k: k963192; 2.7mm va lckng screw slf-tpng with t8 stardrive recess 20mm (part 02.211.020s, lot l488438), additional product code: hrs, 510k: k103243; 2.7mm va lckng screw slf-tpng with t8 stardrive recess 36mm (part 02.211.036s, lot l462585), additional product code: hrs, 510k: k100776; 2.7mm va lckng screw slf-tpng with t8 stardrive recess 24mm (part 02.211.024s, lot l465701), additional product code: hrs, 510k: k100776; 2.7mm va lckng screw slf-tpng with t8 stardrive recess 26mm (part 02.211.026s, lot l478227), additional product code: hrs, 510k: k100776; 2.7mm va lckng screw slf-tpng with t8 stardrive recess 24mm (part 02.211.024s, lot l639088), additional product code: hrs, 510k: k100776. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported it is believed the patient condition is currently good. Concomitant devices reported: 2.7mm variable angle screws (part/lot unknown, quantity unknown); variable angle x plate (part 02.211.204s, lot 9602593, quantity 1).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was clarified that the broken screw was discovered on (B)(6) 2018. The plate and screws were removed on (B)(6) 2018. Once the plate and screws were removed there was no need for further surgery.